Event description:
Farfield atrial oversensing of the t wave." Lead manufactured by boston scientific.. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).